Event description:
It was reported by the rep the device was used during a laparoscopic cholecystecyomy. It was reported the one seal tore and the 511sd had a torn gasket. Both of the products were from a fdc 15 kit (lot #l4b04g). Completed the case with a ms512 and a second 511sd. There was no consequence to the pt.